Event description:
It was reported that on (B)(6) 2013, the patient underwent surgery and was implanted with a bard perfix plug. The contact reports that approximately 4 years post implant the patient started to experience constant pain in his right side in the area of the device and was concerned that the mesh was part of a recall. The patient has been assessed by a healthcare professional who confirmed after examining the patient that the pain is not being caused by the mesh implant and that the device will remain implanted because "the pros of the device remaining implanted outweigh the cons of it being removed."

Manufacturer narrative:
The contact reports the patient's healthcare professional has examined the patient and stated that the pain is not being caused by the mesh. Based on the information provided it does not appear that the reported pain is a result of a device malfunction. However no conclusion can be made at this time as to what may be causing the patient's reported pain. There has been no surgical intervention associated to the mesh implant. The contact reported that the patient questioned his healthcare provider regarding whether the mesh had been part of a recall. This product in question is not part of a product recall. This is an addendum to the initial emdr to make a correction to h4 (manufacturing date) and to document review of the manufacturing records. To date this is the only reported complaint for this production lot of 500 units released for distribution in february, 2013. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Remains implanted.

Manufacturer narrative:
The contact reports the patient's healthcare professional has examined the patient and stated that the pain is not being caused by the mesh. Based on the information provided it does not appear that the reported pain is a result of a device malfunction. However no conclusion can be made at this time as to what may be causing the patient's reported pain. There has been no surgical intervention associated to the mesh implant. The contact reported that the patient questioned his healthcare provider regarding whether the mesh had been part of a recall. This product in question is not part of a product recall. Remains implanted.

Event description:
It was reported that on (B)(6) 2013, the patient underwent surgery and was implanted with a bard perfix plug. The contact reports that approximately 4 years post implant the patient started to experience constant pain in his right side in the area of the device and was concerned that the mesh was part of a recall. The patient has been assessed by a healthcare professional who confirmed after examining the patient that the pain is not being caused by the mesh implant and that the device will remain implanted because "the pros of the device remaining implanted outweigh the cons of it being removed."